Manufacturer narrative:
(B)(4). H6: health effect - clinical code - e1803 nodule. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttock on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with itching, rash, redness, pimples, blisters, dry skin, scar, drainage, and pustules, under the overlay patch. The patient reported that the skin reaction was treated with an unknown oral antibiotic. No additional patient or event information is available.